Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a threaded drill guide tip broke off into a plate during a fixation of the scapula, clavicle and ribs. As the surgeon was implanting the third screw into the titanium (ti) matrixrib universal plate, some torque was applied and the tip of the 2.2mm threaded drill guide for matrixrib locking plates broke off and became stuck in the plate. The plate was removed and another was cut for use. There was a reported five minute surgical delay. No device fragments remained implanted, as confirmed via x-ray. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).